Event description:
The user facility reported the device broke during a procedure. The device was removed and the procedure completed with the use of a non-olympus competitive product. There was no allegation of harm.

Manufacturer narrative:
The device in question was returned to olympus for investigation. Upon receipt of the device, it was observed that the cutting wire on the distal end of the sphincterotome was broken and black. The area around the sheath where the wire had separated was found melted and black in color. In addition, the handle area above the tube sheath was also observed to be melted in several areas. Based on the information provided by the user facility and visual inspection of the device olympus identified two possible root causes for the user's experience. This phenomenon is attributed to either excessive current flowing through the wire which would weaken the wire and cause it to break, or the wire came into contact with metal causing the wire to spark and break apart. This device was sent back to the original equipment manufacturer for an in-depth investigation. If any additional, significant information becomes available, a supplemental report will follow.